Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced inflammation ("having inflammatory responses") and was found to have weight decreased ("lost 7 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, inflammation and weight decreased outcome was unknown. The reporter considered inflammation, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and weight decreased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new events medical device removal and lost 7 lbs added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. Essure was removed in (B)(6) 2018. In 2018 she underwent medical device removal (seriousness criterion intervention required). An unknown time later she experienced inflammation ("having inflammatory responses") and was found to have weight decreased ("lost 7 lbs"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered inflammation, medical device removal and weight decreased to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and weight decreased. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. Essure was removed in (B)(6) 2018. In 2018 she underwent medical device removal (seriousness criterion intervention required). An unknown time later she experienced inflammation ("having inflammatory responses") and was found to have weight decreased ("lost 7 lbs"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered inflammation, medical device removal and weight decreased to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and weight decreased. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: summons received. Essure insertion & removal date updated. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced inflammation ("having inflammatory responses") and was found to have weight decreased ("lost 7 lbs"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered inflammation, medical device removal and weight decreased to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and weight decreased. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 21-jul-2023: summons received: patient´s date of birth added. Essure insertion and removal date updated. New reporter and patient´s address updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menses irregular with excessive bleeding, menorrhagia and adenomyosis on (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced inflammation ("having inflammatory responses") and was found to have weight decreased ("lost 7 lbs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered inflammation, medical device removal and weight decreased to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: reason for exam: post essure placement. Findings: essure devices are noted within both adnexa. There is no evidence of contrast opacification of either fallopian tube or spillage into the abdomen, compatible with successful closure of the fallopian tubes. The proximal end of the right essure device lies 5 mm from the contrast filled right cornua. The proximal end of the left essure device lies 5 mm from the contrast filled left cornua. Impression: normal appearing post essure device placement hysterosalpingogram, [pathology test] on (B)(6) 2018: final pathologic diagnosis: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: adenomyosis and unremarkable fallopian tubes. Essure devices present in both left and right fallopian tubes. Microscopic description: sections of uterus containing secretory phase endometrium. The myometrium contains adenomyosis. The cervix and endocervix are unremarkable. Both fallopian tubes are unremarkable. Specimen received: uterus , cervix, and bilateral fallopian tubes pre operative diagnosis: menorrhagia with irregular cycle gross description: the specimen consists of a uterus with fallopian tubes submitted in multiple pieces. One of the fallopian tubes contains an essure device. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and weight decreased. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: reporter information,medical history,lab data,indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.